Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
Device was used during a cholecystectomia procedure. The clips did not load properly. Surgeon applied another instrument to complete the procedure. Hosp has reported that no pt injury occurred.